Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received pump errors new software release detected, failure of flash memory and battery cap damage. No harm requiring medical intervention was reported. Troubleshooting was performed. The display was frozen at the time of the call. The customer was unable to clear the alarm. The product will be returned for analysis.